Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 17354663/17354662, model/ catalog description: linear st lead kit 70 cm. Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 17186488, model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads migrated after a non-device related procedure. The patient underwent a revision procedure wherein the leads were repositioned into a better spot for coverage. The patient was doing well postoperatively.